Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implant at the patient's request. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7040m-90, lot# 2657061, mfd. 10/22/18, exp. 2023-10-22, gtin (B)(4). 2nd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2657051, mfd. 10/22/18, exp. 2023-10-22, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient later reported to the surgeon requesting that all the implants be removed. The surgeon did not indicate that any of the ifuse-3d implants were loose or malpositioned and agreed to remove them solely at the patient's request. In (B)(6) 2019, the surgeon performed a revision surgery where he removed both implants using chisels. The status of the patient following the revision procedure is not known.